Event description:
The complainant reported that during impella device setup, the medical staff was unable to prime the device. The impella aic was changed and the issue did not resolve. The impella implant was aborted.

Manufacturer narrative:
The investigation into the priming issue has been completed. The impella device was not returned for evaluation. The cause of the case start issue was not determined since neither the product nor the data logs were returned. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.